Event description:
Reportedly, the operator could not enter sync mode and could not exit automated external defibrillator mode. The report is conflicting, but either the operator cycled power to exit automated external defibrillator mode or delivered the 200 joules while still in automated external mode. The patient was said to have been successfully cardioverted. The operator stated there were no adverse affects to the patient.